Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the lens presented a "burr" in the central part that occurred when the lens was already implanted, it was tried to be removed with forceps but could not get removed. The pending visual result of the patient will reviewed. Additional information was requested.